Event description:
The contact stated that the customer had two bottles of test strips. When one of the cartons was opened, the bottle was open and some of the strips were out of the bottle. The contact did not allege the customer experienced any adverse events. The open bottle of strips was returned for evaluation, and a replacement bottle was sent.

Manufacturer narrative:
The strips were evaluated by the qa lab, and the performance was satisfactory. This complaint was not made a potential until the qa lab evaluated the meter, so the report will be submitted past the 30 day window.